Manufacturer narrative:
The field service engineer (fse) observed black stripe I-beam tubing through pinch valve vl37 was leaking fluid. The fse replaced all the tubing in the pinch valve and resolved the fluid leak issue. The fse also adjusted low vacuum and all other pressures and resolved the low vacuum out of range errors. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately twenty (20) milliliters of bluish-green fluid leaked at the right side of the instrument near the low vacuum regulator involving the coulter lh 500 hematology analyzer. The customer noted the instrument also displayed low vacuum out of range error messages. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.